Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events could not be conclusively determined, and a direct correlation with the centrimag blood pump could not be conclusively established through this evaluation. The patient had an implanted cardiomems device and later received support from a centrimag pump as a right ventricular assist device (rvad) and a heartmate 3 left ventricular assist system (lvas). Electromagnetic interference between the patient¿s devices was reported during cardiomems readings with intermittent sensor dampening versus a low cardiac output state secondary to arrhythmia. Heart rate readings varied from the 60¿s to 150¿s. The customer thought that the waveform readings were related to changes in amount of ventricular assist device (vad) support versus native heart support as vad settings were changed; however, intermittent sensor dampening could not be ruled out.it was reported that the event was not considered to be related to the centrimag device. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The centrimag pump was not returned for evaluation. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The centrimag blood pump instructions for use (IFU) lists adverse events that may be associated with the centrimag circulatory support system under ¿adverse events,¿ including cardiac arrhythmias. Under ¿pump setup and operation,¿ the IFU instructs to follow the manufacturer¿s instructions for prevention of interference with other electronic devices. This IFU also provides the following warnings and cautions: IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. The current revisions of the instructions for use (IFU) and operation manual can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that in (B)(6) 2024 log files were sent for clinical review. There was occasional electromagnetic interference (emi) on (B)(6) 2024, and seemed to be intermittent dampening or potentially a low cardiac output state secondary to arrythmia. The patient appeared to have a significant arrythmia, with heart rate being 60's at times and then 150's at other times. It was noted that the patient had a hm3 left ventricular assist device (lvad) and centrimag right ventricular assist device (rvad), and was currently inpatient. The site discussed that the patient was implanted with an lvad and centrimag rvad on (B)(6) 2024, prior to the change in waveform morphology. It was discussed that lvad/rvad setting changes may be impacting the waveform morphology, however intermittent dampening of the sensor also could not be ruled out.